Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of a dissection. Vessel morphology prior to stent graft implant was reported as there was a dissection that started at the lsa and continued distally to the right external iliac. The stent graft was implanted intentionally covering the lsa. Self-expanding bare stents were implanted in the sma and right iliac. A false lumen thrombectomy and obliteration and a patch angioplasty with bovine pericardium were also performed. The patient had to undergo prolonged anesthesia and required a blood transfusion post-op. It was reported that three days post stent graft procedure, the patient presented with lle numbness, lle paralysis, lue paralysis and decreased loc. These issues resolved without treatment. In addition, the patient also presented with lle severe pvod and rhabdomyolysis, which was treated with medication. In addition, the patient presented with cerebrovascular ischemia and ischemia nerve injury. All of these events were found to be related to the study procedure but not to the study device. No additional clinical sequelae were reported.

Event description:
Additional information for this case was received. It was reported that the patient's leg was amputated. The amputation is not listed as an adverse event. It is an outcome. The outcome is related to the lle paralysis and the ischemia induced nerve injury adverse events. The investigator assessed the adverse event are both related to the procedure and the dissection, but not the device.

Manufacturer narrative:
Results: inherent risk of procedure (paralysis); (insufficient information; cause of the procedure related events are unknown. No device issues reported). Conclusions: (insufficient information; cause of the procedure related events are unknown. No device issues reported).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received for this case. It was reported that the patient had heparin induced thrombocytopenia. The patient received treatment. Aspirin and heparin drop was decreased. The patient started with blood thinner. The patient recovered. Per the investigator, the heparin induced thrombocytopenia was related to the procedure but not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the patient experienced blood loss at the time of implant requiring a transfusion. The patient recovered with treatment. The investigator assessed this event as not related to the study device and it is related to the study procedure and the dissection. It was reported that 13 days later the patient had a uti requiring medication. The investigator assessed this event as not related to the study device or the dissection; however it is related to the study procedure. The event is continuing. It was reported that the patient was hospitalized for fever approximately one month ago and the event is unresolved. The investigator assessmed this event as not related to the study device or study procedure; it is related to the dissection. Please note that this model number vamf3838c100tc is not approved in the united states; however, it is similar to the vamf3838c100tu which is approved in the united states.